Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. The proximal neck was 24-23 mm in diameter and 20 mm in length. The left and right femoral arteries were 7mm in diameter and the right external iliac artery was 9mm in diameter. It was reported that three hours after procedure, it was confirmed that the right leg occluded due to thrombus. The occlusion was most likely anatomy related due to the narrow right limb. The physician performed emergency thrombectomy with a fogarty catheter, however, it was unsuccessful since the occlusion occurred from the bifurcation of the limb so the physician couldn't advance the fogarty catheter. The diameter of the distal aorta and the diameter of the vessel where the thrombus occurred were unknown. The physician performed fem-fem bypass and the right leg was salvaged. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). (Cause is unknown). Conclusion: (cause is unknown).